Event description:
After treatment with juvederm ultra in the lip border and the right lateral lower lip, the pt presented with excessive upper and lower lip swelling. After three days the swelling had increased. At five days, there was 20% more swelling. The swelling began decreasing at one week. A report summary was returned with add'l info. The symptom fully resolved within twelve days. The pt was prescribed an injection of antihistamine as well as prednisone 60 mg and augmentin forte taken daily by mouth for one week. The lot number sticker was unstuck when the physician scanned, and the lot number is not reported by the physician.